Event description:
A customer reported a flogard pump with a channel 1, which would not work. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump where channel 1 does not work. This issue was confirmed. The cause of the problem was the force sensing resistors being out of specification. The tube misloading sensor was replaced to correct the condition.